Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as the patient did not wear a mask, and made mistake/touch contamination. The patient was not hospitalized for the event. On the same day, the patient was treated with vancomycin, intraperitoneally (ip, 2 grams, every 3rd day) and gentamycin (ip, 70mg, every day) for 14 days for peritonitis. The following month, the patient was recovered from the peritonitis event. The patient was retrained in proper aseptic technique. Pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.